Event description:
Reportable based on device analysis completed on 20jul2025. It was reported that device could not be inflated. The 85%-90% stenosed target lesion was located in the right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device could not be inflated. The procedure was completed with a different device. No complications were reported, and patient is stable post procedure. However, device analysis revealed pinhole perforation approximately 4.8cm distal from the distal tip of the device. The product investigation was reopened and closed on 15dec2025.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. No issues identified with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the inner wire lumen identified stretched and a pinhole perforation approximately 4.8cm distal from the distal tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage. During functional testing, the encore device was verified before use by using the druck gauge. An attempt was made to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use (IFU). However, due to liquid leakage through the distal tip of the device, it was unable to reach rbp. Due to the pinhole perforation in the inner wire lumen, it was not possible for the balloon to maintain pressure as liquid leaked out through the distal tip end of the device. No other issues were identified during the product analysis e1 - (B)(6).

Event description:
Reportable based on device analysis completed on 20jul2025. It was reported that device could not be inflated. The 85%-90% stenosed target lesion was located in the right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device could not be inflated. The procedure was completed with a different device. No complications were reported, and patient is stable post procedure. However, device analysis revealed pinhole perforation approximately 4.8cm distal from the distal tip of the device.

Manufacturer narrative:
E1 - (B)(6). Evaluated by manufacturer: the complaint device was received for product analysis. Microscopic examination of the inner wire lumen identified stretched and a pinhole perforation approximately 4.8cm distal from the distal tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon to its rated burst pressure of 12 atmospheres (atm) as per instructions for use (IFU). However, due to liquid leakage through the distal tip of the device, it was unable to reach rbp. Due to the pinhole perforation in the inner wire lumen, it was not possible for the balloon to maintain pressure as liquid leaked out through the distal tip end of the device. No other issues were identified during the product analysis.